Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the product information. The anchor was shown beside the device, but the sutures were not visible. A visual inspection revealed that the device was returned with the deployed anchor, but no sutures. There was no deformation or visual issues with the anchor or device. There was debris on the anchor and device indicating use. A functional evaluation could not be completed since the anchor had been deployed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a repair of shoulder instability, the suture in the twinfix ti 2.8 ultrabraid broke after the anchor was implanted. The procedure was successfully completed without delay using a back-up device into an additional bone hole. No patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.